Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, as soon as the nurse opened the sutures, it was found that the needles and sutures were detached and the suture were broken. Surgeon used another suture to resolve the issue. The event occurred during procedure but device was not used in patient. No patient injury.